Event description:
It was reported that a malfunction occurred on the customer's pump. Customer¿s blood glucose (bg) level was 510 mg/dl. Customer visited the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2026 with no permanent damage. Reportedly, the customer had been using an alternate method of insulin therapy after being discharged from the hospital. At the time of report the tandem technical support assisted the customer in resetting the pump and resuming insulin therapy on the pump.